Event description:
It was reported that the patient experienced diaphragmatic and rectus muscle stimulation. High thresholds, high impedances, and lead fractures were reported on the rv (right ventricular) and lv (left ventricular) leads. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 8042b crt-p implanted: (B)(6) 2008; 4968-60 lead implanted: (B)(6) 2008. (B)(4).